Event description:
Customer report he was having issues with sensors due to inaccurate readings. Customer stated the sensor would be off by 100 points. The threshold suspend is set at 65 mg/dl. Customer stated his sensor reading was at 120 mg/dl and lowered quickly and the insulin pump went into threshold suspend. Customer checked blood glucose and it was 130 mg/dl. Customer was advised how to properly calibrate the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.